Event description:
It was further reported that the cleo 90 infusion set detached after 6-12 hours of patient use, possibly due to an adhesive issue. After the reported incident the patient would place a new infusion site and deliver a correction bolus of insulin; no additional method of insulin delivery was used.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Please note: it was reported that the event occurred approximately 1 year ago or more.

Event description:
It was reported that the cleo® 90 infusion set detached after 12 hours of patient use. The patient's blood glucose levels were unknown. No adverse health outcome was reported. Related MFR #: 3012307300-2017-00300.